Manufacturer narrative:
Date rec¿d by MFR : 01mar2019. The customer reported the problem was resolved by replacing the touchscreen assembly. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the touchscreen requires periodic calibration. No patient or user harm was reported. Event date not specified; estimate used.